Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after exposed to water. Customer reported there was fluid in the battery compartment. Customer stated o-ring was in place and was free of debris. Customer stated battery cap was not damage and was getting insulin flow block error. No harm requiring medical intervention was reported. Customer stated that they encountered insulin pump error alarm and the insulin restarted after clearing but only showed blank screen afterwards. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify no delivery alarm or occlusion and pump error 68 alarm due to blank display noted. Device received with cracked battery tube threads.